Event description:
The customer reported that during a patient event, their device lost power. This reportedly happened multiple times during the event. There was no information on the specific patient event when this reported power issue occurred. The customer did indicate that the patient did not suffer any adverse effects during this event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.